Event description:
It was reported that the user experienced high glucose after forgetting to announce a meal while using the ilet and later went low after announcing late; the event was associated with a missed meal announcement and addressed with oral glucose/food and a proper meal announcement, indicating an improper procedure related to the user interface. Symptoms included hyperglycemia followed by low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions for timely meal announcements, related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.